Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, deflation difficulties were encountered. The lesion being treated was 90% stenosed lesion without calcification in a moderately torturous shunt. There was no difficulty inflating the sterling otw balloon. Five inflations were performed with a maximum inflation of 14 atms. The procedure was completed with this balloon, but the physician claimed that the contrast media got out from the balloon very slow while deflating for each deflation. It seemed that the contrast media was stagnated at the distal of the balloon. The physician didn't notice anomalies after balloon removal. The procedure was completed with this device. No patient complications were reported, and patient status was reported as 'no problem'.